Event description:
The device was being used to treat a pt. Reportedly, the device operator attempted to deliver external pacing therapy to the pt, who was conscious, and was allegedly unable to achieve capture. The pt reportedly began to complain of pain and discomfort and pacing was dis-continued. The device operator complained that the device was not operating properly due to the inability to achieve capture. No adverse effects to the pt were reported as a result of the reported event.